Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office was contacted; according to the nurse, the patient is still having problems with the implant, but she cannot provide any details. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.